Event description:
While using an oec 9600 vascular c-arm to perform a procedure in a surgical suite at hospital, a doctor inadvertently and repeatedly pressed the wrong foot pedal on the device (173 times), causing it to deliver pulsed fluoro, fluoroscopy, instead of normal fluoro. The device log indicates that total fluoro time was 35.8 minutes.